Event description:
It was reported that the device gave a primary audible alarm bgnd message. The reporter did not confirm whether the issue occurred after power on or during patient infusion. No adverse effects to patient reported. Field service examination of the device showed primary audible alarm bgnd occurred in alarm history.

Manufacturer narrative:
Other text: h6: event problem and evaluation codes: updated h10: device evaluation: the pump was not returned to the manufacturer but was investigated and repaired at the customer facility by a field service technician. A visual inspection of the pump found that the manufacturer seal is affixed. The condition of the j9 connector was correct per factory specification. The pump was tested after reassembly and found to be in good condition; glue was installed. During functional testing, alarms were present. The reported failure was confirmed. The root cause could not be established. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacturing. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms # (B)(4).

Event description:
Additional information was received. It was reported that this pump was found to have experienced primary audible alarm post.

Event description:
Additional information was received. It was reported that this pump was found to have experienced primary audible alarm post.

Manufacturer narrative:
Other, other text: h6: event problem and evaluation codes: updated h10: device evaluation: the pump was not returned to the manufacturer but was investigated and repaired at the customer facility by a field service technician. A visual inspection of the pump found that the manufacturer seal is affixed. The condition of the j9 connector was correct per factory specification. The pump was tested after reassembly and found to be in good condition; glue was installed. During functional testing, alarms were present. The reported failure was confirmed. The root cause could not be established. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacturing. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).